Manufacturer narrative:
H10. Related: MFR #1038671-2022-01245 report 1 of 2. H11. Additional manufacturer narrative- report 2 of 2. D10. Concomitants: 3907741, 02-010-01-0230 - logic femoral ps cem left sz 3. 3804265, 02-012-35-4009 - logic tibia ps mod insrt sz 4 9mm. Logic tibia traptray cem. 200-02-35 - three peg patella 35mm. These devices are used for treatment not diagnosis. There is no additional information available. Pending investigation.

Event description:
It was reported via legal that this female patient underwent a left tkr. The arthroplasty was done correctly and did not deviate from accepted medical custom and practice with regards to the implantation of the optetrak logic total knee system. In late 2019, the patient began experiencing pain, swelling, and instability in her left knee. Due to the pain and instability in her left knee the patient was overcompensating and placing additional stress and weight on her right knee causing further injury to her right knee. An MRI performed on (B)(6) 2022, on the patient¿s left knee demonstrated "debris-containing synovial expansion is noted consisted with polymeric wear." Upon information and belief, the polyethylene insert used in the optetrak device led to early aseptic loosening. The patient will have to be revised. No additional information is available.

Manufacturer narrative:
Please disregard previous report as it was determined this was reported in error and there is no evidence of loosening.